Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited under-sensing and p-wave amplitude variation. No intervention was performed. Patient condition was stable.